Event description:
A hospital reported that a unit smoked and exuded a burnt smell when it was plugged into a wall power outlet.

Manufacturer narrative:
The electrical plug on the unit that was returned to spacelabs had melted. A visual examination revealed burn damage to the internal ac board. The fuses were still in operable condition. An investigation is underway to determine root cause and resolve the issue.